Event description:
A report was received that patient had pain at the left suprabuttock ipg insertion site. The patient will undergo a revision wherein ipg will be replaced and relocated.

Event description:
A report was received that patient had pain at the left suprabuttock ipg insertion site. The patient will undergo a revision wherein ipg will be replaced and relocated.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was slightly moved away from the spine. The ipg was not replaced.